Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported that the t2 did not deploy. Procedure was completed with a back-up device. No patient injury reported.